Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under delivered during flow rate accuracy checks four times with values below 23.75ml during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A functional flow accuracy testing was performed and the results were below specifications. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a poorly calibrated temperature sensor. The temperature sensor would be recalibrated to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.